Event description:
The patient was not a good endovascular candidate. Aortic neck angulation was severe and there was heavy calcification in the aorta. Patient anatomy was outside of the parameters set in the instructions for use for endovascular repair. The patient did not want an open repair under any circumstances. The physician elected to perform the endovascular repair despite the patient's anatomy. The main body graft and iliac legs were placed with difficulty, but without major complications and an additional iliac leg was placed on the contralateral side. The final angiogram noted a proximal type I endoleak. A main body extension was placed after additional ballooning failed to resolve the leak and the leak was resolved. The procedure was concluded, but thirty minutes later the patient's aorta ruptured. The physician believed that the excess ballooning done when the endoleak was found may have ruptured part of the aorta covered by the main body graft. After the procedure the radial force of the slightly oversized graft may have continued to push outward and caused the the rupture to expand to an uncovered area of the aorta, resulting in the aneurysm rupture. The family of the patient elected to respect his wish to not have an open surgical repair and the patient was taken off of life support and expired.